Manufacturer narrative:
This report is being filed under exemption e2012066 by getinge (suzhou) co., ltd. (Registration #(B)(4) on behalf of the importer arjohuntleigh, inc. Ahus (registration #(B)(4). An investigation was carried out into this complaint. (B)(4) service center has received a flowtron excel pump with a handwritten note indicating that the event with patient occurred - when the patient was trying to manipulate a power on/off switch, he felt a 'shock' in his big toe. When reviewing similar reportable events, we have found a number of cases relating to hazardous situations involving electrical components. However, this particular scenario appears to be an isolated one. The occurrence rate observed for this failure mode is currently considered to be very low. The equipment was evaluated and repaired in (B)(4) service center. Pump casing was intact, the on/off power switch was found functional, with no visible damages. During the service performed on the unit some components were replaced including a power cable which from technical perspective might be somehow related to reported symptom. Despite (B)(4) attempts of contact with the facility in order to gather additional information regarding the event, the facility was not able to confirm the event to date. In respect to this information, this may be a sign that we may end up with some questions unanswered. Based on the product knowledge, (B)(4) was able to identify two possible causes for the experienced "shock": 1. Electrostatic discharge/ electrostatic induction - the patient who was trying to manipulate the power on/off switch induced a discharge of build-up of static electricity. The patient located in the bed was able to accumulate static energy which was discharged when the toe came into contact with the pump. An intact pump casing and functional power on/off switch help exclude any exposition to the voltage. 2. Direct contact with damaged power cable - the patient who was trying to manipulate the power on/off switch may have accidentally touched the severed power cable. Although not impossible, this scenario is very unlikely. Power switch is located on the lower front side of the flowtron excel pump. Power cable inlet is located on the right end side of the unit. For the correctly located pump, the power inlet is not easily accessible when approaching the pump from the front (e.g. When trying to turn the pump on, as indicated in this report) and it routes the cable downwards or to the back, depending on the pump position. Although very unlikely taking into consideration indicated circumstances, it is not possible to exclude this scenario with certainty. In summary, it was not possible to clearly identify the root cause of claimed event due to a very limited information. However, basing on all the facts gathered to date, the scenario of electrostatic discharge between the patient and flowtron excel pump was the most probable and in line with the event description. Nevertheless, it is recommended to handle and maintain flowtron excel pump with caution and care as highlighted in the IFU ((B)(4)): - "make sure that the mains power cable ([?]) Are positioned to avoid causing a trip or other hazard and are clear of moving bed mechanism or other possible entrapment areas." (General safety rules) - "check all electrical connections and power cable for signs of excessive wear" (routine maintenance, general care, maintenance and inspection, p.10) it has been established that the flowtron excel system was being used for a patient therapy at the time of the event. The device was found to have malfunctioned (not performing to specification) when the event took place. (B)(4) reported this event in abundance of caution due to the allegation indicating patient's injury. The outcome of the event remained unknown and it was not possible to confirm whether an electric shock or a kind of non-hazardous sensation (such as electrostatic discharge) was experienced by the patient.

Manufacturer narrative:
This report is being filed under exemption e2012066 by getinge (suzhou) co., ltd. (Registration #(B)(4) on behalf of the importer arjohuntleigh, inc. Ahus (registration #(B)(4). Additional information will be provided upon the investigation conclusion.

Event description:
Arjohuntleigh repair center has received a flowtron excel pump for service. A note which was attached to the pump indicated that an injury occurred with the involvement of the received device: "pump will not come on and patient stated that he felt a shock in his big toe when switch turned to on position. Taken out of service and replace with a new pump." The pump was evaluated in the service center. Power cable was found to have a physical damage and was replaced. Pump casing was intact with no visible damages. Although arjohuntleigh contacted the facility in order to gather additional information regarding the event, the facility was not able to confirm the event to date. The outcome for patient is unknown.